Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) examined the system onsite and confirmed that the system will not power on. Upon troubleshooting fse found the suite pc to be defective. The defective parts were returned for analysis, for suite pc, malfunction was observed, and the failed component was hdd bay. To resolve the issue, fse replaced the suite pc, reloaded the latest software pack successfully, restored the original backup, installed new pac's destinations and ensured they were active and created a new back up file. After replacement, the system returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the device's suite computer was not powering on. The device was not in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.